Manufacturer narrative:
At this time, product has not yet been returned. There was no indication that the product did not meet specification. Sensor kit expiration date is 28-feb-17. The medical event associated with this case occurred on 11-dec-23 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a "replace sensor" error message with the adc device and was unable to obtain readings. The customer (child) experienced nausea, dizziness, headache, and subsequent seizure. An ambulance was called and the customer was reported to have been diagnosed with hyperglycemia. However, there was no indication as to whether treatment was provided. There was no report of death or permanent impairment associated with this event.